Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in the (B)(6). As reported, during a right transfemoral tavr with a approach, there was resistance between the first 23mm sapien 3 ultra valve and commander delivery system (ds) into the esheath. The ds was stuck and was not able to be advanced. The devices were removed and another kit was used. The same problem happened again during insertion of the second system, but this time the valve was a "little inflated". The operator pushed harder and the valve teared the esheath and dissected the femoral artery. The patient was bleeding and two graft stents were used in the femoral artery to stop the bleeding. The patient was stable at the end of the procedure. The case was aborted and no valve was used. On post operative day 2, the patient was discharged. Photos provided of the cine images show the valve inside the esheath , with bent struts observed on the distal end of the valve frame. Per report, the device was not prepped per IFU/training manuals, because some steps were probably not followed as they should have been.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Imagery provided by the site were reviewed and the following was noted: multiple outward bent struts on inflow of the valve; two (2) struts bent approximately 135 degrees, one (1) strut approximately 45 degrees, and one (1) strut distorted. One (1) strut protrudes through esheath. One (1) strut bent outward (approximately 45 degree) on inflow after retrieval of the valve back to esheath's housing. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed from the provided images. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'when the ds was introduced, it was not possible to cross the esheath. It was tried hard without success. It was totally stuck and it didn't cross. The valve was defective. The system was removed. Another kit was used. The same problem happened again, but this time the valve was a little inflated. The operator pushed harder and the valve teared the esheath'. Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Review of case notes revealed that mild calcification was present in patient's vessel. Presence of calcification in access vessel creates constrained conditions, which leads to increased resistance. If excess force was applied to overcome the felt resistance during the delivery system advancement, valve struts can get caught on and damage the sheath and result in valve frame damage. Additionally, complaint description also reported that the device was not prepped per IFU/training manual . The improper device prepping (i.e. Delivery system de-airing, mount and crimp of valve) could be also potentially contributed to the reported event due the alter profile of delivery system and crimped valve, which could also lead to high resistance during the delivery system advancement through sheath. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (calcification) and/or procedural factors (high push force, improper device prep) may have contributed to the complaint event. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include device evaluation. Updated h6. The device was returned for evaluation and the following was observed: the crimped valve showed four (4) bent struts on inflow of valve: three (3) bent outwards approximately 180 degrees, and one (1) bent outward approximately 45 degrees. Two (2) bent struts on outflow. The valve was expanded valve and the following was observed: valve frame canted/distorted. Four (4) bent struts remained on inflow of valve. All struts exposed through skirt. All leaflet wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. The complaint valve frame damage was confirmed. No manufacturing non-conformances were identified during the evaluation. A definitive root cause was unable to be determined; however, available information suggests patient factors (calcification) and/or procedural factors (high push force, improper device prep, excessive manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A product risk assessment (pra) has previously been initiated to capture the product risk assessment, and CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.